Event description:
During esophagogastroduodenoscopy ( egd) cre pro wire guided dilation balloon (boston scientific m00558710) was placed down scope working channel but md was unable to pass it all the way down the scope because it seemed to get stuck, other endoscopic instruments seem to pass without difficulty, another of the same balloon was passed still with some difficulty but was able to be used.